Event description:
During the implant procedure, while using the inspire tunneler, a vein was nicked causing bleeding. Physician made a third incision, tied off the bleeding vessel, and stopped the bleeding. This resolved the issue.